Manufacturer narrative:
(B)(4). A companion sample was requested. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). One used companion sample was received in reference to the reported condition of a system error (se) 2240. The cassette was placed on a machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. Based on the information gathered during baxter's investigation, the cause of the system error 2240 was not determined. The batch review was performed on potentially associated lot (h11c27038) with no issues noted. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain. The technical service representative (tsr) assisted the hp with troubleshooting. The hp confirmed there was air in the supply line. The hp confirmed to complete therapy with manual supplies. On (B)(6) 2011 product surveillance spoke with the hp who stated nothing unusual was noticed with the supplies. No patient injury or medical intervention was reported.